Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the device was explanted due to infection. The correct date of explantation is (B)(6), 2012.the patient was reimplanted with a new device on (B)(6), 2012. This report is filed (B)(4), 2012.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2010.

Event description:
Per the clinic, the device was explanted due to unknown reasons. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.